Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned small volume intermate, a crack was noted on the coil cap. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Device manufacture date: march 4, 2013 to march 5, 2013. Evaluation summary: the device was received for evaluation. Visual inspection identified a circular crack on the coil cap. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.